Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, failure to cross the lesion with the device occurred. The de-novo target lesion was located in the left circumflex (lcx) artery. Another manufacturers' 0.014" guide wire was placed into the distal lcx. The lesion was pre-dilated with a 2.0x15mm non-bsc balloon catheter to 14atms and a 3x8mm nc balloon to 14atms for 20 seconds. This 3.50x32mm promus element stent was selected for treatment and advanced; however, the stent delivery system (sds) was unable to cross the lesion. The procedure was concluded with angioplasty only. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product device evaluated by manufacturer: a visual and microscopic examination identified stent struts were raised on distal row one. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The outer diameter of the stent where damage was not noted met specification. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).